Event description:
During the procedure, it was noted that an air leak was noted in the sheath. Another device was used to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water exited the hemostasis hub. A catheter from current abbott inventory was inserted into the sheath and an aspiration vacuum leak test was conducted again; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted again; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the side wall of the seal. A corrective action was initiated to investigate the failure mode of the agilis leak.